Manufacturer narrative:
Fowler, gas spring trip.

Event description:
It was reported by service report that the fowler was drifting. There was pt involvement; however, no adverse consequences were reported.